Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage on the black power cable was confirmed via visual inspection of the submitted pictures. The reported event of atypical power cable disconnect and low voltage advisory/hazard alarms was confirmed via analysis of the submitted log file. Inspection of the submitted pictures revealed tears on the black power cable near the strain relief on the controller side, exposing the underlying wires; the picture also showed that there was green substance consistent with fluid ingress on the black power cable jacket. The log file contained approximately 13 days of data (B)(6) 2021 per the timestamp). Intermittent power cable disconnect and low voltage advisory/hazard alarms that were not associated with power source exchanges or normal battery depletion were captured throughout the log file due to the relative state of charge (rsoc) voltage dropping below the voltage threshold while connected to the 14v batteries. The atypical low voltage advisory/hazard alarms were captured on both power cables and the atypical power cable disconnect alarms were captured only on the white power cable. The atypical alarms cleared each time when the rsoc voltage returned above the voltage thresholds. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. The heartmate ii system controller (serial number: (B)(6) was not returned for evaluation. Multiple requests for additional information were made to determine if the alarms resolved following the controller exchange and if the exchanged controller would be returned for evaluation; however, no response was received. The root cause of the reported events could not be conclusively determined through this analysis; however, damage to the controller power cables could have contributed to the reported alarms. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect, no external power and low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for dirt, grease, or damage. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on 09jun2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous repair was reported in MFR. Report#2916596-2019-04373. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was degradation of the black battery lead. This was noted after seeing multiple low voltage alarms on ventricular assist device (vad) interrogation. The patient had a previous short to shield percutaneous repair done on (B)(6) 2019. No low-speed alarms were found upon interrogation. The patient was issued and placed on a new controller. A review of the log file revealed no external power alarm on (B)(6) 2021. Also, multiple power cable disconnects were observed within the log file. This can be caused by the noted damage to the white power cable.